Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found to be broken on its distal section. In addition, the guidewire nitinol was separated at approximately 182.0cm from the guidewire proximal end and the core wire was separated at 184.0cm from the guidewire proximal end. No sign of the kinked core wire was found. From the condition of the guidewire, the functional evaluation could not be performed. Based on the analysis of the device, it appears that the guidewire broken was likely caused by excessive torque and manipulation. The directions for use (dfu) states "never advance the guide wire against excessive resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in separation of the guide wire tip, damage to the catheter and/or vessel perforation". Therefore; an assignable cause of human factor was assigned for the guidewire broken.

Event description:
Analysis of the returned device found that the guidewire was broken. There was no clinical consequence to the patient as a result of this event.